Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead helix failed during placement of the lead. The lead was removed and was not implanted, and another lead was used. No patient complications have been reported as a result of this event.